Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿material strength of drain is insufficient ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer had cervical spine fusion at a hospital with doctor and used to davol closed wound suction evacuators. The wound suction did not work and instead of pumping the blood out of the body and pump the blood back into the body, they developed a hematoma that was blocking the airway. Several hours after the initial cervical spinal fusion, customer ended up in intensive care unit having an emergency surgery to remove the hematoma and save their life.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer had cervical spine fusion at a hospital with doctor and used to davol closed wound suction evacuators. The wound suction did not work and instead of pumping the blood out of the body and pump the blood back into the body, they developed a hematoma that was blocking the airway. Several hours after the initial cervical spinal fusion, customer ended up in intensive care unit having an emergency surgery to remove the hematoma and save their life.